Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "replace sensor" while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced dizziness and had a loss of consciousness and was provided unspecified medical treatment by non-hpc for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Watermark was observed at the sensor base indicating the sensor tail was properly inserted. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Reader successfully activate the returned sensor. All results were within specification. No malfunction or product deficiency was identified. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "replace sensor" while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced dizziness and had a loss of consciouness and was provided unspecifed medical treatment by non-hpc for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.